Manufacturer narrative:
(B)(4). Concomitant medical products: 00596401752 - femoral component - 62971361. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00187.

Event description:
It was reported that upon opening the implant during surgery, it was discovered that the internal packaging was cracked. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned packaging identified that both inner and outer sterile cavities were damaged. There was no damage to the outer carton boxes. The DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause for the reported issue is attributed to transit damage. A summary of the investigation has been sent to the complainant. Corrective actions were previously created to address sterile cavity cracking issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.